Event description:
Hill-rom received a report from the account stating the bed exit alarm did not sound at the bed. The bed was located on the 2nd floor at the facility. There was no serious patient / user injury reported. This report was filed on our complaint handling system #(B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed form 2012 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.